Event description:
It was reported that the buttress nut and the guide sleeve are stuck together and the buttress nut will not thread fully onto the guide sleeve, only engaging about one half on an inch. It was reported that it was damaged during surgery. They are reportedly no longer in working condition. There was no surgical delay or patient harm reported. This is report number 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. An evaluation was performed on the returned device. As per received condition of device; the returned blade guide sleeve was received with significantly malformed threading on the upper region of the sleeve, corresponding with the area where the compression nut is stuck. The returned devices are critical components of the synthes titanium trochanteric fixation nail (tfn) system which allows for an intramedullary method for stabilizing femur fractures using implants made of titanium alloy. The tfn system is composed of a series of cannulated nails, helical blades, end caps, locking bolts, and screws. The tfn system includes a blade guide sleeve and buttress nut which are used together to accurately guide a helical blade into the tfn in order to help secure it following insertion. Drawings were reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. The returned blade guide sleeve and buttress nut were inspected to determine the root cause of the complaint condition. It was discovered that the threading underneath the area where the buttress nut was threaded was so badly damaged that the buttress nut could not be removed from the sleeve. Based on the damage sustained by the sleeve and buttress nut complaint condition was caused by unintended hammering which damaged the guide sleeve threading. The tfn technique guide states that hammer usage should be limited to light blows on surfaces capable of withstanding the blows such as the driving cap and the head of the helical blade coupling screw, and extraction should be performed using a nail extraction screw and a sliding hammer. The complaint condition caused the unintended use of the hammer during nail insertion and/or extraction. The damage sustained by the returned blade guide sleeve indicates that the threading was most likely damaged due to inappropriate hammering which is not indicated in the technique guide. The damaged threading rendered the returned blade guide sleeve and the stuck buttress nut non-functional. The complaint condition was confirmed and is adequately addressed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Additional MFR date 01/19/2010. Subject device has been received and is currently in the evaluation process. A device history review was conducted. The report indicates that the blade guide sleeve for trochanteric fixation nails - lot 626607, 6286331 (sup lot 79419) - comact-(B)(4).nemcomed manufactured the blade guide sleeve for trochanteric fixation nails, part #357.369, and supplier lot #79419 on synthes lot #6266207, po #(B)(4 )dated november 12, 2009 for (B)(4) pieces and on synthes lot #6286331, po #(B)(4) dated december 14, 2009 for (B)(4) pieces. Initially, the part conformed to the supplier¿s certificate of compliance, dated november 10, 2009 (po #(B)(4)) and december 11, 2009 (po #(B)(4)) and to the synthes incoming final inspection sheet #(B)(4), revision ¿c¿. The parts were released to the warehouse on november 16, 2009 (po #(B)(4)) and january 19, 2010 (po #(B)(4)). Ncr #(B)(4) was issued on (B)(6) 2013 as a result of DHR reviews for "supplemental data not retained w/ DHR"; dimensional data was imaged for all affected lots. This was a documentation only ncr and was closed on (B)(6) 2013. The blade guide sleeve for trochanteric fixation nails was made to the synthes drawing p/n 357.369, revision ¿f¿, released on june 29, 2006. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.